Manufacturer narrative:
The complaint product sample was received from the customer on 10/13/2022 for physical evaluation. It was received only one sample without original package or label identification; however, according to the complaint file, the product corresponds with lot number. A disinfection was performed to the sample and was confirmed the leak, also a visual inspection was performed to the complaint product sample in order to identify the alleged failure mode. During the visual inspection, it was found a damage in the patient line tubing. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or during set up of treatment. Potential causes for this failure mode attributed to the manufacturing process could be that the operator could perform an incorrect technique to cut the tube during the repair process of the product. During the DHR review for the involved lot of the product, it was found that all the applicable in-process and final inspection tests were found with acceptable results, there were no non-conformances, deviations or any associated lot rework related with the alleged failure mode during the assembly process of the lot involved. The event was confirmed based on the sample evaluation. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 4 of 4 of treatment and the treatment was cancelled. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 4 of 4 of treatment and the treatment was cancelled. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was available for return for physical evaluation by the manufacturer.